Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio disconnected and then reconnected the cable between the the interface pcb and system pcb assemblies, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.